Manufacturer narrative:
Device discarded by user facility.

Event description:
It was reported that the 25khz straight tip was being used in a cranial procedure when the tip broke. It was confirmed that nothing fell into the surgical site. There were no patient or user injuries, and no adverse consequences. The procedure was completed successfully with a back up device.